Manufacturer narrative:
Findings: pump received with intermittent button response and button error alarm due to corroded keypad traces. No unexpected numbers ramping noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 144 mg/dl. The customer stated that she wear the device and she was sweaty . The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.